Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
A re-do procedure was performed on (B)(6) 2024. One clip was successfully implanted. The physician then decided to plug the hole where the slda was with a non-abbott pfo closure device. While attempting this, the clip was partially detached from the posterior leaflet when knocked by the non-abbott device. The physician abandoned the closure and placed a second clip between. Both the partially detached clip and the final clip were stable at the end of the procedure and the mr was reduced to grade 3+.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.